Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced occasional blood glucose (bg) levels as low as "mid 20's" (mg/dl) for approximately a month and a half. Reportedly, customer believes that low bg levels may be related to their attempt to lose weight with diet and exercise. Customer indicated that low bg levels are treated by consuming juice. Recommendation was made to consult with health care provider to discuss diabetes management.